Event description:
It was further reported that the rv lead was capped and replaced due to high thresholds. It was additionally noted that the crt-d was explanted due to triggering recommended replacement time (rrt), and the high outputs are what caused the shorter than typical longevity. It was noted that the patient lv dysfunction prior to original implant; thus, the crt-d had not caused it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 479888 lead implanted: on (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to frequent right ventricular (rv) pacing with left ventricular (lv) dysfunction, and the rv lead was capped and replaced due to a component malfunction. No further patient complications have been reported as a result of this event.